Event description:
It was reported that the insulin pump alarmed button error, which was unable to be cleared. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, cracked belt clip slot and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. However, corroded keypad traces were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).